Event description:
During the transport of the servo I, the handle of the patient unit broke. The servo I fell down. This servo is daily used for long patient transport (four batteries). The two little pins in the axes of the handle went away. The servo I couldn't ventilate (no power, screen remained black). After checking, the command cable has been changed.